Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been getting insulin flow blocked messages in the insulin pump. The customer had changed out everything. They received the alarm when they tried to bolus. The customer's blood glucose level was running between 250 mg/dl and 300 mg/dl. Troubleshooting was performed. Insulin exited with a plunger push. They rewound the insulin pump, reinserted the reservoir, and ran a load reservoir and fill tubing to at least 5 units. The customer stated that the insulin pump alarmed an insulin flow blocked. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with minor scratches on case and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.